Event description:
It was reported that during an unk procedure, the handpiece didn't worked. No further information provided. No patient consequences.

Manufacturer narrative:
Evaluation summary: the analysis was performed, and was found that the hand piece no longer meets the specifications for continuity. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found. Continuity: causes that may contribute to this are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the manufacturing process.